Event description:
Shortly after undergoing an open heart surgery, the patient reported charging and communication issues between the implant and the external equipment. The surgeon decided to implant the patient with a new boston scientific spinal cord stimulator.